Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced fill resistance while filling a new cartridge. Customer's blood glucose was 264 mg/dl. Customer loaded the same cartridge successfully.